Manufacturer narrative:
A hardware test performed on (B)(6) 2022 indicated a mixer issue. No further information was provided. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable li lithium results for 9 patient samples on a cobas 8000 c702 module. On (B)(6) 2022, the initial li result for sample ID (B)(6) was 5.9 mmol/l. The first repeat result was 0.64 mmol/l and the second repeat result was 0.62 mmol/l. On (B)(6) 2022, the initial li result for sample ID (B)(6) was 1.75 mmol/l. The first repeat result was 0.46 mmol/l and the second repeat result was 0.47 mmol/l. On (B)(6) 2022, the initial li result for sample ID (B)(6) was 5.62 mmol/l. The repeat result was 0.72 mmol/l. On (B)(6) 2022, the initial li result for sample ID (B)(6) was 1.92 mmol/l. The first repeat result was < 0.11 mmol/l and the second repeat result was 1.77 mmol/l. The sample was re-centrifuged and repeated. The third repeat result was < 0.11 mmol/l and the fourth repeat result was < 0.11 mmol/l. On (B)(6) 2022, the initial li result for sample ID (B)(6) was > 6 mmol/l. The sample was repeated the next day and the first repeat result was 0.69 mmol/l and the second repeat result was 0.66 mmol/l. On (B)(6) 2022, the initial li result for sample ID (B)(6) was 5.01 mmol/l. The first repeat result was 0.47 mmol/l and the second repeat result was 0.48 mmol/l. On (B)(6) 2022, the initial li result for sample ID (B)(6) was 5.03 mmol/l. The first repeat result was < 0.11 mmol/l and the second repeat result was < 0.11 mmol/l. On (B)(6) 2022, the initial li result for sample ID (B)(6) was 1.70 mmol/l. The first repeat result was 0.85 mmol/l. The sample was repeated on another analyzer and the result was 0.88 mmol/l. On (B)(6) 2022, the initial li result for sample ID (B)(6) was 1.44 mmol/l. The first repeat result was 0.74 mmol/l and the second repeat result was 0.74 mmol/l. No questionable results were reported outside of the laboratory. The lithium reagent lot is 624409. The expiration date was requested but not provided.